Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent an unspecified procedure during which oversensing resulted in greater than two seconds of pacing inhibition. A boston scientific technical services consultant reviewed the data from the time of the procedure and identified that the clinical observations most likely were the result of magnet use and device therapy was off. No adverse patient effects were reported.